Manufacturer narrative:
Additional information was requested regarding the circumstances of the loss of osseointegration, and reimplantation status; however, information was not received as of the date of this report. Should further information become available, a supplementary report shall be submitted. This report is submitted on november 13, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.